Event description:
It was reported that the patient experienced twiddler's syndrome, diaphragmatic stimulation and shortness of breath. It was further reported that the right atrial (ra) lead had dislodged, exhibited under-sensing and no capture. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.